Event description:
During ptca procedure, balloon ruptured while attempting to break calcified plaque. This balloon fractured at shaft leaving the distal segment in the coronary artery. Attempts to retrieve were unsuccessful due to a previously implanted stent that obstructed the removal. Sent for coronary artery bypass graft surgery (CABG) for restoration of left anterior descending artery (lad). Previous balloons used during procedure also ruptured.